Manufacturer narrative:
Method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the vial returned with the lens inside, the vial was full of liquid and was closed by the stopper. The lens was evaluated and a piece of one haptic was torn off and missing. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inspected a 12.6mm micl 12.6 implantable collamer lens in the vial and noted the lens was damaged. The lens was not used or loaded and there was no patient contact. The back-up lens was implanted. The reporter stated the lens was defective.